Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety cover came off. The following information was provided by the initial reporter. The customer stated: "there was a potential close call situation but fortunately the safety cover came off before the blood sampling. Attached you¿ll find the picture of the detached safety cover and the needle. The safety cover came off when the green cap was removed before the blood sampling on 6/6/23. They have saved the needle and the detached safety cover."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety cover came off. The following information was provided by the initial reporter. The customer stated: "there was a potential close call situation but fortunately the safety cover came off before the blood sampling. Attached you¿ll find the picture of the detached safety cover and the needle. The safety cover came off when the green cap was removed before the blood sampling on (B)(6) 23. They have saved the needle and the detached safety cover."